Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head of double type brush fell off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he was using his oral-b rechargeable toothbrush, version unknown, which was fitted with an oral-b dualaction brushhead, and one of the brush heads fell off in his mouth. He stated that he had oral-b electric toothbrushes for a number of years and this had never happened before. No symptoms developed.

Manufacturer narrative:
The 10-jun-2016 product investigation results - reporter returned one oral-b dual clean brushhead on 19-apr-2016. The result of the analysis done with the consumer return showed that wear led to the malfunction of this product. The product reached end of life. No manufacturing fault identified.

Event description:
Brush head of double type brush fell off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he was using his oral-b rechargeable toothbrush, version unknown, which was fitted with an oral-b dual action brushhead, and one of the brush heads fell off in his mouth. He stated that he had had oral-b electric toothbrushes for a number of years and this had never happened before. No symptoms developed.